Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case chipped at the front corner. Event log history was performed and indicated that invalid syringe size alarm was recorded in history. During analysis, the reported issue was able to be duplicated. Service replaced the barrel clamp guide and size pot to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited invalid syringe size. No adverse effects were reported.